Event description:
During the device evaluation, foreign objects were observed in the air-water cylinder, scope connector case unit, and at the distal end of the colonovideoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.